Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified the screw threads of the low profile locking screw, titanium, 3.5 x 18 mm, sterile, im were stripped and peeled. The edges of the hexalobe hole had chipped. The anodized blue process had damage around the threads. The part was measured, and no findings were observed with the device returned. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per dfu-0125-11r0 -g precautions - 3. Use the appropriately sized drill bit for the screw. 4. Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw.

Event description:
It was reported that during an arthroscopy the locking screw could not be tightened in the plate. The thread twisted and the screw was not usable. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.